Event description:
It was reported that 16 days following placement of an enteral stent the pt expired. The wallstent had been implanted in an unspecified location in the gi tract. One week post procedure, the pt had not resumed bowel movements. During a rectal exam, the nurse's finger "got hooked on something". The pt was transported to the hosp for an abdominal x-ray which showed the stent had "broken up." The pt was transferred to a nursing home and expired 16 days post procedure. It was reported that an autopsy and coroner's inquest were performed. It was further reported that the autopsy report showed that the pt's death was not due to the device. Additional info regarding the device and autopsy have been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.